Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a review of the sensor data available in the data management system (dms), the escalation analysis indicated that gaps were observed in the user's glucose data during the past 14 days, but prior data indicated that bg values fit sg trends well, with occasional differences due to the expected lag between bg and sg inherent to sensing technology. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. Post re-link, additional monitoring showed that bg values met sg trends well, with occasional differences due to lag between the sg and bg inherent to sensing technology. The user also reported bruising at the insertion site, for which no further information could be obtained due to lack of response from the user. Further follow-up or investigation was not possible as the user was unresponsive to multiple communication attempts. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.